Event description:
It was reported that the compressor did not work. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not work. The field service engineer replaced the compressor transformer which resolved the problem. The customer kept the replaced part. No further issues have been reported. Despite several reminders the only information received regarding this complaint is the information stated in the problem description/complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).